Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high readings and occlusion from the reservoir. The customer's blood glucose reading was 400-500 mg/dl. The customer treated with manual injections. The customer reported event to be resolved by complete set change. The reservoir was not returned for analysis.